Event description:
The customer contact reported that the device alarmed with an s233 (overtemperature psc) malfunction alarm code. The pump was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the fan assembly was not working and malfunction alarm s233 was noted in the device lot. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the power up test due to the fan assembly not working. Malfunction alarm s233 (over temperature) was noted in the device malfunction log. The probable cause was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.